Event description:
It was reported that an electrical fault alarm occurred overnight and the bedside nurse panicked during the alarm and exchanged the controller. The clinical engineer representing the manufacturer recommended a cleaning of the driveline connector. The driveline connector was cleaned by the manufacturer's representative per the requirements. Upon visual inspection during the cleaning procedure a solid crystalline substance was observed inside the connector and the controller. The controller was exchanged again during the cleaning procedure and the patient was provided with two new devices with one to be used as the primary device and the other as the back-up device. The patient remained stable and did not experience any physical effects or problems during the driveline cleaning or the controller exchange. The patient has not had any further similar events as of the date of this transmission.

Manufacturer narrative:
The driveline remains implanted and connected to the pump. The two (2) controllers that were exchanged will reportedly be returned to the manufacturer for evaluation but have not been received as of the date of the transmission of this report. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) note specifically states to protect the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. While there is no available information at this time to indicate the cause of this reported event, it may be possible that foreign material was introduced into the driveline connector during the implant procedure. A supplemental report will be submitted when the manufacturer's investigation has been completed pump remains implanted.

Manufacturer narrative:
The driveline remains implanted and connected to the pump. The two (2) controllers that were exchanged will reportedly be returned to the manufacturer for evaluation but have not been received as of the date of the transmission of this report. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) note specifically states to protect the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. While there is no available information at this time to indicate the cause of this reported event, it may be possible that foreign material was introduced into the driveline connector during the implant procedure. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults.